Manufacturer narrative:
Bench repair replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit failed the electrical safety test. It was reported there was no patient involvement at the time the issue was discovered. It was discovered at bench repair that the unit failed the electrical safety test failed. Bench repair is currently pending.

Manufacturer narrative:
H10: e1- (B)(6).

Manufacturer narrative:
It was discovered at bench repair that the unit failed the electrical safety test failed. At bench repair, the power cord was replaced to resolve the reported issue. Bench repair replaced the power cord to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.